Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin were giving erroneous result. This was discovered during use. The following information was provided by the initial reporter: material no. 368774. Batch no. 190508. It was reported that they are seeing micro and macro clots in the serum of the rst tubes. Customer states that they are seeing micro and macro clots in the serum of the rst tubes. They invert 5 times upon drawing and she does not have a clot time but states that they are sent via pneumatic tube so time from draw to receipt is most likely 15 minutes. They remove clots from serum and then run. They currently have two lots in use which they had 3 samples issues with, 1 from the ER with micro clots on 11/15. They are not running high sensitivity troponin. They run on dxi. They use the rst tubes for tsh, pregnancy and troponin and have not had issues with the other analytes. Tubes are not stored in lab but site will try to get tubes from each lot# to send back.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin were giving erroneous result. This was discovered during use. The following information was provided by the initial reporter: material no. 368774 batch no. 190508. It was reported that they are seeing micro and macro clots in the serum of the rst tubes. Customer states that they are seeing micro and macro clots in the serum of the rst tubes. They invert 5 times upon drawing and she does not have a clot time but states that they are sent via pneumatic tube so time from draw to receipt is most likely 15 minutes. They remove clots from serum and then run. They currently have two lots in use which they had 3 samples issues with, 1 from the ER with micro clots on 11/15. They are not running high sensitivity troponin. They run on dxi. They use the rst tubes for tsh, pregnancy and troponin and have not had issues with the other analytes. Tubes are not stored in lab but site will try to get tubes from each lot# to send back.